Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label intact, scratched and cracks on lcd lens screen. The customer stated problem was not confirmed. Unable to repeat, duplicate or determine the intermittent of the reported problem. Replaced the uso (upstream occlusion sensor) and dso sensor (downstream occlusion sensor) as a precaution measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device had an intermittent infusion problem. No patient injury was reported.